Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2013-00733).

Event description:
It was reported patient underwent bilateral vanguard total knee arthroplasty in (B)(6) 2011. A subsequent right revision was performed in (B)(6) 2013 due to arthrofibrosis. The femoral, tibial plate and bearing components were removed and replaced.